Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee revision. (B)(6) hospital (B)(6) 2018. Instrument pc: the surgeon went to use the clamp to tighten the stem on the tibia, the small bar that inserts into the glove was loose and could not hold onto the stem. Unable to use on patient. Surgeon tighten with hands and another clamp in kit. Not delays in surgery. Male patient initials (B)(6) aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
(B)(4). The device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.